Event description:
Revision right thr - excision of acetabular cup/ liner/ceramic head. The specific complaints are of lateral thigh pain and difficulty in either bending over or getting up from a seated or lying position because of exacerbation of this lateral right sided thigh pain.

Manufacturer narrative:
(B)(4). Examination of the reported device was not possible as it was not returned. Review of provided patient x-rays and clinical data by depuy cpd was not able to draw any conclusions. A search of the complaints databases found one other report against the 2733748 lot. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation